Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 26-apr-2024, patient faced incidents of site leaks within the past 2-3 weeks. Patient recently delivered a baby and the infusion set was in use for one day. No further information available.